Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that closure of an unspecified access site was attempted using three proglide devices. Reportedly, an unknown failure occurred with all three devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The unspecified issue could not be confirmed. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions to this event. A review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4: lot# and expiration date. H4: device mfg date.